Event description:
It was reported that the health care professional (hcp) for the patient with this right ventricular (rv) lead questioned loss of capture (loc) on the electrogram (egm). Technical services (ts) was consulted and stated capture could not be confirmed based on the information revised. Ts state the thresholds measurements were consistent. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.